Event description:
The affiliate reported a customer alleged that after using an arthroscope that was sterilized in the sterrad nx, the pt experienced "oozing and frothy secretion" from her closed wound site on her left knee after surgery. The wound site was opened up and treated with air to dry the site. The pt is still experiencing the symptom and she is hospitalized again. Blood test and temperature check was performed and no problem was found. Doctor stated that the oozing was not due to bacteria because the wound site did not stink of foul smell and the pt did not experience burning sensation or pain on the site. Per affiliate, the doctor thought that the arthroscope was not necessarily sterilized improperly. It was reported that the arthroscope was from a completed cycle and the color of the chemical indicator changed properly. The field engineer assessed the unit.

Manufacturer narrative:
Device: human reaction. Capital equipment, evaluated at customer site. The field engineer confirmed the machine worked properly.

Event description:
Valved port was removed from pt due to leakage of the catheter tubing. The port was replaced with no complications resulting to the pt. The used device is being returned to navilyst medical for evaluation.

Manufacturer narrative:
Device serial number: per the affiliate, the sterrad nx, (B)(4), used during surgery was a temporary unit installed in the hospital for demonstration. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number. A review of the DHR (device history review) for the sterrad nx showed the system met all the manufacturer's specifications at the time of release for shipment and there were no issues related to the failure mode. The service and complaint history for the sterrad nx was reviewed. No trend for hr-other failures for six months prior to the event was noted. There were 15 complaints of hr-other that had occurred during the year across the sterrad nx product line from september 2009 through august 2010. The number of complaints does not constitute a significant trend. The fse assessed the sterrad unit and confirmed that the unit worked properly. No parts were required to be returned. The root cause could not be determined. The results of the analysis demonstrated there was no connection between the surgical complication as described and the sterrad nx unit. No further action is required. Asp will monitor and trend for reports of this nature.